Event description:
It was reported that the atrial lead had increased thresholds and thresholds are high. The lead also had far field r-wave oversensing. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg ICD, implanted: (B)(6) 2007. (B)(4).